Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmennorhea(cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). In 2015, the patient experienced fatigue ("fatigue"), mood swings ("hormonal changes-describe: mood swings") and migraine ("migraines/headaches") and was found to have weight increased ("weight gain"). In 2016, the patient experienced alopecia ("hair loss") and vulvovaginal mycotic infection ("infection(bladder/urinary tract/vaginal)-type: yeast"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), back pain ("back pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, menorrhagia, bladder disorder, urinary tract disorder, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, weight increased, vaginal haemorrhage, mood swings, vulvovaginal mycotic infection and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for bladder/urinary problems: bladder problems, urinary problems, uti. Discrepancy noted for date of insertion previously reported as (B)(6) 2014 and now reporting as (B)(6) 2014,(B)(6) 2014 as per mr. Current weight 170 lbs. Right tubal ostia: trailing oils in uterus 4. Left tubal ostia: trailing oils in uterus 5 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-apr-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmennorhea(cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). In 2015, the patient experienced fatigue ("fatigue"), mood swings ("hormonal changes-describe: mood swings") and migraine ("migraines/headaches") and was found to have weight increased ("weight gain"). In 2016, the patient experienced alopecia ("hair loss") and vulvovaginal mycotic infection ("infection(bladder/urinary tract/vaginal)-type: yeast"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), back pain ("back pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, menorrhagia, bladder disorder, urinary tract disorder, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, weight increased, vaginal haemorrhage, mood swings, vulvovaginal mycotic infection and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for bladder/urinary problems: bladder problems, urinary problems, uti. Discrepancy noted for date of insertion previously reported as (B)(6) 2014 and now reporting as (B)(6) 2014 as per mr. Current weight (B)(6). Right tubal ostia: trailing oils in uterus 4. Left tubal ostia: trailing oils in uterus 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2021: mr received: reporter and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.